Event description:
It was reported, that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted, that the device recorded false af episode. No programming changes were made. The patient status is unknown.